Event description:
The nurse reported that during set up, a system message displayed. The system would not work. The patient had been placed under general anesthesia. The case was cancelled. Additional information received stated no incision had been made. The surgery was not urgent. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The vacuum/pressure manifold was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).